Manufacturer narrative:
The subject device was returned to olympus for repair. The evaluation confirmed the customer¿s reported issue, the front panel is blinking due to a led (light emitting diode) control circuit failure. An inspection found no external defects. Additional information was requested from the custoemr regarding the details of the reported event and is pending. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer high flow insufflation unit has a front panel issue, ¿front panel lighting error¿. The customer¿s problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the led (light-emitting diode) control circuit failure could not be determined. Olympus will continue to monitor field performance for this device.